Event description:
Case was initially received via regulatory authority (us food and drug administration, reference number: mw5079050) on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("malpositioned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experience pain then and ongoing.") And emotional distress ("suffering"). The patient was treated with surgery (emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain and emotional distress outcome was unknown and the procedural pain had not resolved. The reporter considered device dislocation, emotional distress, pelvic pain and procedural pain to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079050) on 20-aug-2018. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("malpositioned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experience pain then and ongoing.") And emotional distress ("suffering"). The patient was treated with surgery (emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain and emotional distress outcome was unknown and the procedural pain had not resolved. The reporter considered device dislocation, emotional distress, pelvic pain and procedural pain to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned,migration') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experience pain then and ongoing."), emotional distress ("suffering"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), perineal pain ("perineal pain"), abdominal pain lower ("right lower quad pain;"), muscle spasms ("muscle spasms & contractions"), pruritus ("extremely itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal pain, dyspareunia, perineal pain, abdominal pain lower, muscle spasms, pruritus and dysmenorrhoea outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, muscle spasms, pelvic pain, perineal pain, procedural pain and pruritus to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Essure removal date discrepancy: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5079050) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned,migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experiance pain then and ongoing."), emotional distress ("suffering"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), perineal pain ("perineal pain"), abdominal pain lower ("right lower quad pain;") and muscle spasms ("muscle spasms & contractions"). The patient was treated with surgery (salpingectomy (bilateral),tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal pain, dyspareunia, perineal pain, abdominal pain lower and muscle spasms outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, emotional distress, muscle spasms, pelvic pain, perineal pain and procedural pain to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : folowing events were added : abdominal pain, perineal pain, right lower quad pain, muscle spasms & contractions.reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("malpositioned") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experience pain then and ongoing.") And emotional distress ("suffering"). The patient was treated with surgery (emergency surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain and emotional distress outcome was unknown and the procedural pain had not resolved. The reporter considered device dislocation, emotional distress, pelvic pain and procedural pain to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned,migration') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2011, the patient had essure inserted. In 2017, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("this procedure caused me to experiance pain then and ongoing."), emotional distress ("suffering"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), perineal pain ("perineal pain"), abdominal pain lower ("right lower quad pain;"), muscle spasms ("muscle spasms & contractions"), pruritus ("extremely itchy skin") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral),tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, emotional distress, abdominal pain, dyspareunia, perineal pain, abdominal pain lower, muscle spasms, pruritus and dysmenorrhoea outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, muscle spasms, pelvic pain, perineal pain, procedural pain and pruritus to be related to essure. The reporter commented: an injury was mentioned but not specified and /or assigned to one of the events. Essure removal date discrepancy: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: itchy skin, dysmenorrhea, device monitoring procedure not performed were added. Reporters were added. Lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.